Event description:
It was reported that there was a loss of ventricular sensing with right ventricular pacing to the patient's rhythm. Testing also showed diminished r waves. The sensitivity was adjusted and sensing was restored. An x-ray indicated that the lead was in good position. The lead remains in use and there were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.